Event description:
It was reported that the ilet user¿s continuous glucose monitor (cgm) was not providing readings for several hours, during which the user consumed meals without announcing them to the ilet and later entered a fingerstick value of 352 mg/dl, after which a correction was delivered and subsequent fingerstick was 189 mg/dl; the event involved a use error associated with improper or incorrect procedure and relates to the user interface of the system. Symptoms included hyperglycemia. Outcomes included a missed dose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem tied to failure to follow instructions, consistent with an improper or incorrect method and associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.